Event description:
A patient with a history of abnormal uterine bleeding presented in the setting of fibroid uterus, which was causing her to be anemic. Procedure- robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. When the strykerflow 2 was used, water leaded into the battery cartridge and it started leaking brown fluid.